Event description:
New information received notes that programming changes were performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited under-sensing. The patient condition was unknown.